Manufacturer narrative:
(B)(4).

Event description:
The sheath dilator peeled back very easily when attempting to insert into patient. It buckled at the transition between the sheath and dilator. Inserter opened a sperate sheath introducer to and placed in patient successfully.

Manufacturer narrative:
Qn# (B)(4). The customer returned one dilator/sheath assembly for evaluation. The sample contained obvious signs of use in the form of biological material. Visual examination revealed the sheath tip was frayed and bent back. This damage is consistent with undue force being applied to the tip. The total length of the returned sheath body measured to be 2.68" which is within specifications of 2.625-2.875" per product drawing. The outer diameter of the sheath body measured to be 0.084" which is within specifications of 0.078-0.084" per product drawing. The inner diameter of the distal tip measured to be 0.064" which is within specifications of 0.064-0.065" per product drawing. The returned dilator was able to advance and retract from the sheath with minimal resistance. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit cautions the user, "do not withdraw tissue dilator until the sheath is well within vessel to reduce the risk of damage to sheath tip." The customer report of a damaged sheath tip was confirmed by complaint investigation of the returned sample. The peel-away sheath tip was frayed and folding back, which is damage consistent with undue force being applied at the tip. The sample passed all relevant dimensional and functional inspection, and a device history record review was performed based on sales history with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The sheath dilator peeled back very easily when attempting to insert into patient. It buckled at the transition between the sheath and dilator. Inserter opened a sperate sheath introducer to and placed in patient successfully.